Event description:
A report was received on (B)(6) 2023, from the home therapy nurse (htn) regarding a 75 year old female patient, who stated the patient experienced episodes of presyncope during a hemodialysis treatment on (B)(6) 2023. Treatment was terminated, emergency medical services (ems) was called, and the patient was transported to hospital where she expired, time and date unconfirmed. Although requested, additional information regarding the event and details of treatment at the hospital have not been provided.

Manufacturer narrative:
The device was not received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).